Event description:
The facility representative reported a colleague infusion pump which expereinced battery failure during programming/set-up. Device event history review determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery failure and determined the root cause to be depleted main batteries. The main batteries were replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.